Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cardiovascular surgeon considered that the exact bleeding source could be the annulus on the lcc side but the exact location could not be confirmed, since it was hidden by thin skin. The physician considered that the narrow sov in combination with the heavy calcification may have caused the annular rupture. In addition, the patient¿s tissue was fragile due to use of steroids. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, an annular rupture was observed post deployment of the 23mm sapien xt valve. In the preoperative conference, an annulus area of 355 mm² as measured. The sinus of valsalva (sov) was measured at 25.0 x 24.5 x 26.3mm. Bulky calcification in the right coronary cusp (rcc) with calcification extending from the left coronary cusp (lcc) to around the aortic root was observed. Since a risk of annulus rupture was considered, it was decided to implant a 23mm sapien xt valve with 2ml less than nominal volume. During bav with a 20mm balloon with nominal volume, angiography showed a contrast leak into the left ventricle (lv). The implanted position was 70:30 aortic as intended. Following valve implantation, rapid ventricular pacing (rvp) was turned off. The blood pressure (bp) recovered to the 100-120's mmhg but it gradually decreased to the 70's mmhg. The hypotension became prolonged and a further decrease of the bp was observed. Tee showed a worsening pericardial effusion and aortography (aog) showed extravasation from the lcc side. An annular rupture was suspected and emergency open chest surgery was conducted. When the chest was opened, the bp sharply rose to the 200's mmhg. Lowering blood pressure and compression hemostasis were performed. A cardiopulmonary bypass (cpb) was prepared. After 1 hour of treatment with manual compression and use of tachoseal, fibrin glue (beriplast), and cotton (surgicel), hemostasis was achieved. The patient was transferred to the ICU. The cardiovascular surgeon considered that the exact bleeding source could be the annulus on the lcc side but the source could not be confirmed since the source was hidden by thin skin. The physician considered that all calcification could not be stored in the sov due to the narrow sov and heavy calcification. In addition, the lcc could not tolerate valve implantation due to heavy and bulky calcification which might have caused the rupture. The patient's tissue was fragile due to use of steroids.